Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-01583. This report is being submitted as additional information. Approximate age of device (age of device:1 year, 5 months, 28 days ). The reported no external power event was confirmed based on the evaluation of the submitted log file. The submitted log file captured normal pump parameters while the patient was supported with fully charged batteries until a low battery advisory alarm activated. This alarm was followed by low battery hazard and no external power alarms, and the ebb was engaged. The pump remained in power save mode until the ebb depleted and the pump stopped, causing the system controller to reset to the default manufacturing timestamp. Once the patient connected to fully charged batteries the system resumed normal operation. The system controller appeared to capture several additional days of data; however, because the internal clock was not set a specific duration of time for which data was recorded cannot be conclusively determined. The implant kit was shipped with hm ii lvas IFU. Section 3 of the document explains how to safely disconnect and connect the power cables when exchanging power sources. Section 4 provides information regarding all hazard alarms, including situations which may result in a no external power alarm, and how to respond to such. Section 7 describes all alarm conditions, including no external power, as well as the appropriate actions to resolve each alarm. In the case of a no external power alarm, the user is instructed to immediately connect to a functioning power module or two fully-charged heartmate 14 volt lithium-ion batteries to ensure the pump does not stop. In sections 2, 3, and 5. The IFU explicitly warns that at least one system controller power cable must be connected to a power source (power module or two heartmate 14 volt lithium-ion batteries) at all times. Furthermore, the IFU explicitly states, "a patient should sleep or plan to sleep only when connected to the power module. If a patient falls asleep during battery-powered operation, the low battery alarms may not awaken the patient before battery depletion." The patient remains ongoing on vad support. No additional information was provided. A review of the device history records revealed the device met applicable specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient reportedly fell asleep while the pump was connected to battery power. The patient slept through the alarms and the pump stopped. The patient was able to reconnect the pump to battery power, but was unsure of how long the pump was off for. No further information was provided.